Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device after an unspecified procedure via antegrade puncture. Reportedly, the physician was unable to deploy the device. A second proglide was attempted via antegrade puncture and was also unable to be deployed. It was not indicated at what deployment step the user had difficulties and the nature of the issue. Hemostasis was achieved using a starclose se device. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide and starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). As site reporter indicated the event occurred between (B)(6) 2012. The device was discarded at the facility. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. It was reported that deployment was attempted via antegrade puncture. The instructions for use indicates: the safety and effectiveness of the perclose proglide device have not been established in patients with antegrade punctures. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected and a specific cause for the deployment failure could not be determined; however, deployment via antegrade puncture may have been a contributing factor. The other proglide is being filed under a separate medwatch report number.